Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip replacement. During the surgery, it was found that the locking ring was bent. Deformation of the locking ring was founded when the liner was placed in the outer cup. It was not possible to confirm whether it was deformed from the beginning or when the liner was inserted. No harm to patient has been reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d9, g3, h2, h3, h6 complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the ring to be bent inside the cup. The bent portion of the ring protrudes from the locking groove and is bent towards the inner radius. The ring is oriented appropriately with the chamfer facing outward. The ring rotates freely within the locking groove despite being bent. The liner exhibits indentations in multiple locations along the outer radius and sidewall. It is unknown if the locking ring was bent prior or during the liner insertion. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.